Event description:
It was reported that medfusion pump is alarming plunger case damage/top case damaged/ motor error. No patient injury reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was broken, the top case was chipped in the front, and there was contamination on the plunger head. A review of the event history log found nothing in alarm history pertaining to customer stated problem. During the functional testing impact damage on the case was found and there were no problems found with the motor or motor errors. The root cause of the issue was due to customer impact on the device. Replaced damaged top and bottom cases, along with all the plastic parts of the plunger head. Replaced stepper motor as preventative measure.